Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The unit was received stuck in a motor error loop during a bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery and again during a bolus delivery. The customer stated that when the alarm occurred the first time, she was able to change the battery and clear the alarm without issue. The customer's blood glucose was 379 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.